Event description:
Physician was not wearing glove but had some type of exposure to the glove when assuming care of a patient in which the previous physician had worn the glove. Physician developed respiratory distress and itchiness. He self administered epinephrine via an epi pen and took benadryl prior to going to the emergency room where he did receive additional epinephrine. He was admitted to the intensive care unit for observation overnight and was discharged the next day. There is an associated maude report from the FDA, # (B)(4).

Manufacturer narrative:
No sample or lot number was provided by the customer, therefore the device history record could not be reviewed. Historical trending was done. The product passed the requirements of the primary skin irritation test per the technical service report. The exact cause of this complaint could not be determined. The protegrity micro smt gloves have passed a series of tests prescribed by regulatory agencies for the intended use. However, the possibility of some individual experiencing reactions to certain chemicals used during the manufacturing process cannot be ruled out. We will continue to monitor complaints for any trends. On (B)(4) 2011, cardinal health and carefusion separated officially as two medical device companies. Prior to this date, cardinal health oversaw medwatch reportability for carefusion as part of a transition agreement between the two companies. Both companies utilized the same computer system database for complaint and MDR management. The registration number for cardinal health is (B)(4). When carefusion separated from cardinal health and took on the responsibility of filing their own emdr's they were not aware that the cardinal health registration number was inappropriately assigned to their MDR reports by their computer supplier. Cardinal health attempted to submit our MDR's failed due to duplication of reports. Cardinal health worked with the FDA to determine a root cause for this failure and identified that the files had been received, however, they were the carefusion reports using cardinal health numbering system. Cardinal health is resubmitting these reports per direction of the FDA, understanding that the date appears to be late, however, due to the situation which has occurred and for which the FDA is aware of we are resubmitting the report today. Because of the multiple reports filed by carefusion using the cardinal health number, there will be a gap between the last number appropriately filed by cardinal health and any future reports. Cardinal health has worked with the supplier to rectify this situation.